Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump had an intermittent power issue. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data revealed records of rebooting. On examination, there was no damage to the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test cap secured properly to the pump. The pump was exercised for 24 hours without any power issues. The pump was opened for inspection and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.